Event description:
On (B)(6) 2012, pt reported experiencing low blood glucose levels in the mornings. Pt stated he has been having blood glucose levels of about 50 mg/dl in the mornings when he wakes up. Pt reported the issue has been occurring for about 2 weeks. Pt stated he is able to self-treat by getting and drinking liquid to bring his blood glucose levels back up. Pt's normal blood glucose range is 80-90 mg/dl or above. Pt reported his blood glucose levels during the day and his current blood glucose level are in normal range. Pt stated he lowered his basal rate at night from midnight-7 am because he has been receiving low blood glucose levels. Advised to talk to his hcp about basal rate changes. Advised pt to switch to the backup infusion device but to use the same accessories. Pt reported there are no device but to use the same accessories. Pt reported there are no recent changes. On follow up call on (B)(6) 2012, pt reported he did not experience low blood glucose issues this morning. Pt stated he believes the primary infusion device is delivering too much insulin in the overnight hours. Pt reported he only changes his infusion set about every 2 weeks. Advised to change every 2 days. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device, insulin cartridge, adapter and infusion set for eval.